Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis confirmed that the lcd display was broken. The bails were bent and the ring and lcd screw were missing. The upper/lower cases, side bail covers and ring cover were also broken. Analysis also concluded that the lead flex cover was contaminated and the encoder flex was out of mechanical specification.

Event description:
The external pulse generator was returned for repaired because it was dropped and the display was cracked. It was analyzed and subsequently tested out of specification that was not related to the drop and as result is now a reportable event.